Event description:
It was further reported that the atrial lead exhibited high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that within a week of implant, the atrial lead exhibited an increase in thresholds and intermittent capture. The lead tip was seen on x-ray to be bending slightly, resulting in a position change. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri implantable pacing lead - (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4).